Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log showed no air alarms. Functional testing was performed. The customer problem was not confirmed. It is unknown what caused the customer reported issue. No further action will be taken.

Event description:
It was reported that there is air in the hose. There was unknown patient involvement.